Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and spine d and e were found with ring #15 and ring # 18 squashed with reddish brown material. In addition, ring #18 was sharp. Per this condition the catheter outer diameters were measured and it was found within specifications. Further information was requested regarding the condition of the catheter; however it has not been available for bwi. The damage might happen while returning the catheter back to bwi since it was not reported on the original complaint. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage from leaving the facility. Per the error reported the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 116 was displayed. The catheter was then dissected and it was determined that the root cause was an internal wire broken of the sensor at the connector area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the wire breakage cannot be determined.

Event description:
It was reported that a patient underwent a procedure with a pentaray nav eco high-density mapping catheter and a magnetic sensor error occurred. When connecting the catheter, an error message displayed on carto 3 "20 pole a: sensor error". The cable was changed with no resolution. The catheter was changed and the problem resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On november 24, 2015, the biosense webster failure analysis lab received the device for evaluation. During visual inspection it was discovered that spine d ring# 15 was squashed and not sharp with reddish brown material on it. In addition, spine e ring# 18 is squashed and sharp with reddish brown material on it. Multiple attempts have been made to obtain clarification to this lab finding. However, no further information has been made available. This finding is indicative of a reportable event because the sharpness to the squashed ring may potentially cause harm to the patient. The awareness date for this record is november 24, 2015 because that is when the sharp ring was discovered.